Event description:
A customer contacted baxter's (B)(4) to report a check supply line alarm with the homechoice (hc) machine during prime. The technical service representative (tsr) had the home patient (hp) check the supply line. The hp found that the spike was not pushed all the way in. The hp corrected it and pressed stop and go. The hp resumed prime. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the hp on (B)(6) 2010. The hp stated that the spike was pushed in and she continued therapy with no further issues. No defects were seen with the cassette or bag. The hp has been doing fine and continuing therapy on the cycler as usual.

Manufacturer narrative:
(B)(4). No sample was available.